Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: hospital name: [hospital] the dr was busy with the cholecystectomy, and needed to clip the bile duct. When using the clip applier it misfired. When firing again one clip came out, and then missed one again. Upon further inspection outside of the patient the clip applier did the same, some clips came out others not. No clinical impact to the patient. Another clip applier from another company was used. No other instruments used. Patient status: no clinical impact to the patient intervention: another clip applier from another company was used.

Event description:
Procedure performed: laparoscopic cholesystectomy. Event description: hospital name: [hospital]. The dr was busy with the cholecystectomy, and needed to clip the bile duct. When using the clip applier it misfired. When firing again one clip came out, and then missed one again. Upon further inspection outside of the patient the clip applier did the same, some clips came out others not. No clinical impact to the patient. Another clip applier from another company was used. No other instruments used. Patient status: no clinical impact to the patient. Intervention: another clip applier from another company was used.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.